Event description:
Received an electronic report that reported that a nursing home patient was being dialyzed in bed via a hemodialysis catheter. The dialysis treatment had started at 1515. The catheter dressing site was changed at 1530. It was noted that the staff had difficulty in removing the tight tee shirt from the patient in order to access the dressing site. It was reported the staff changed the dressing and stated the bloodline connection was rechecked afterwards. Approximately 15 mins later, the staff member found the venous line loosened from the catheter. Pool of blood noted beneath the bed. The patient went into cardiac arrest shortly after and was coded in the hemodialysis unit. The patient expired despite their efforts. The patient was noted to have a 1.5 ablumin level prior to event. The bloodline was inadvertently discarded. The rn manager has reported that after an investigation was performed, she does not feel this was caused by bloodline failure or equipment failure.